Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they had received no delivery alarm. The alarm did not occur during a manual prime. The customer¿s blood glucose level was 173 mg/dl the customer¿s parent reported that the event was resolved by changing the complete infusion and reservoir set. The customer did not have the product in question to return. The product will not be returned for analysis.